Event description:
There were two cases in which pts had an adverse reaction while undergoing a mechanical debulking (thrombectomy) of a blood clot in the lower leg (popliteal vein). During the first case, that pt experienced shaking, elevated temp, and decreased oxygen saturation. Pt was given narcan for treatment of the adverse reaction. Pt recovered without further incident. It was not suspected at that time that the problem was the device or catheter being used. Therefore, hosp is unable to provide the lot number. The second occurrence is reported in a separate voluntary medwatch form. Age of device unk. Report not sent to MFR.